Manufacturer narrative:
This report is being filed on an international product, list number 8p07-32 that has a similar product distributed in the us, list number 8p07-21 / 31 , with 510k/PMA/bla number p090080. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false negative architect hiv ag/ab results generated for a known hiv-positive female patient (first screening reactive in 2023). The following data was provided (reference range <1.0 s/co is non-reactive): sid (B)(6) abbott alinity result from (B)(6) 2026 = 0.91 repeat results = 0.91 and 0.87 s/co repeated again = 0.729 s/co. Hiv-duo (p-24 + a-hiv-igg) raw value 0.91 negative: reactive 458.00. Confirmatory testing reference lab results: edta plasma hiv-1/2 antibodies, lia ql hiv-1 positive western blot: hiv-1 sgp 120 0, hiv-1 gp41 2, hiv p31 0, hiv p24 1, hiv p17 0, hiv-2 sgp105 0, hiv-2 gp36 0. Reference lab ran another confirmation blot test (manufactured by fujirebio) again and confirmed the result. The bands were semi-quantitatively evaluated (with 1,2,3). Gp41 is clear and p24 weakly detectable. Historical results from (B)(6) 2025: western blot was positive for antigen only negative for antibodies. Rapid test = negative abbott alinity = negative. Additional data provided 27mar2026: the customer repeated the sample from (B)(6) 2026 with heterophilic blocking tube result = 0.84 result without hbt = 0.83 the results are clinically the same. There was no impact to patient management reported.